Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026 the distributor first noted the ratcheting mechanism between the handles had become detached. When the instrument was returned it was noted the tiny pin/screw attaching the ratcheting mechanism to the bottom of the right handle has come out leaving the mechanism freely moving. (If it was welded or tack welded the weld has broken and the pin/screw came out, it was not returned). No further information was reported other than no harm or surgical delay was reported. It is unknown which hospital or surgeon this damage may have occurred under.